Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. The field representative indicated that, at this time, there is no plan to reposition the lead. No adverse patient effects were reported.